Event description:
It was reported that during follow up in the clinic, oversensing noise leading to a lack of pacing support was noted on the right ventricle (rv) lead. On (B)(6) 2025, the physician elected to cap the rv lead and replace it with a new lead. The patient was in stable condition throughout the procedure.